Manufacturer narrative:
Batch review performed on 01 october 2020: lot 1908995: (B)(4) items manufactured and released on 05-feb-2020. Expiration date: 2025-01-22. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional implant involved: stem: quadra-h cementless, ha coated std stem size 3, short neck 01.12.23sn (k082792) lot. 174234. Batch review performed on 01 october 2020 lot 174234: (B)(4) items manufactured and released on 29-nov-2017. Expiration date: 2022-11-20. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional implant involved: cup: mpact 01.32.154dh acetabular shell ø54 two-holes (k132879) lot. 1910270. Batch review performed on 01 october 2020: lot 1910270: (B)(4) items manufactured and released on 12-feb-2020. Expiration date: 2025-01-27. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Also a ceramic liner, non marketed in USA, is involved in this event. Clinical evaluation performed by medical affairs director few weeks after primary cementless tha the cup is repositioned and substituted due to recurring dislocations. No pre-revision images are available. No reason to suspect a faulty device, as dislocations are normally due to insufficiency of the sift tissues, that can be increased by repositioning and tensioning. Preliminary investigation performed by r&d project manager: cup, ceramic liner and ceramic ball head are covered with biological fluids: this does not allow further technical analysis of the components. Hence, it is not possible to determine implant's failure root cause.

Event description:
Revision surgery performed, 3 months after primary surgery, due recurrent dislocations. All implants have been successfully revised and longer head with revision sleeve implanted.